Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent patient effect and treatment appears to be related to circumstances of the procedure as the patient experienced pain. The reported patient effect of pain is listed in the perclose proglide electronic instructions for use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, when the proglide plunger was removed, no suture was present. A non- abbott device was used to achieve hemostasis. The patient complained of pain at the groin. An angiogram was performed that showed minimal bleeding. No treatment was given for the minimal bleeding. Hospitalization was extended one day due to the issue with the proglide device and the groin pain. The physician is reportedly trained in the use of the proglide device. No additional information was provided.